Event description:
At a hosp in (B)(6) during two spinal surgeries, planned to be performed with the aid of brainlab navigation software spine and trauma 3d 2.0, the software ("fluoro match registration" function) could not find an adequate match between the intraoperatively acquired 2d fluoroscopic images and the preoperative CT dataset. The surgeon detected the inappropriate matching during accuracy verification and accordingly proceeded with the surgery without the aid of navigation. There have been no negative clinical effects for these specific pts reported to brainlab. The surgeries have been completed successfully without the aid of navigation. The event has been reported to brainlab on the dates of the surgeries, (B)(6) 2013. Since the event did not cause or contribute to serious injury, the event was only determined to be reportable, when the malfunction of the device was detected. After according brainlab investigation corresponding corrective actions have been concluded on (B)(4) 2013.

Manufacturer narrative:
In both cases the surgeon detected the inappropriate matching during accuracy verification and accordingly decided to complete the surgery without the aid of navigation. Although there has been no injury or any negative clinical effect for these specific pts reported to brainlab, if this malfunction would recur, a risk to pt health cannot be excluded. Brainlab investigation has shown: for the "fluoro match registration" function in combination with a digitally integrated c-arm, the software algorithm may not find an adequate match between the intraoperatively acquired 2d fluoroscopic images and the preoperative CT or other compatible 3d datasets. If such an incorrect match would occur, the display of instruments by the navigation system would be shifted compared to the actual pt anatomy. For further details, refer to the attached product notification info. Brainlab intends to follow corrective action (included on (B)(4) 2013): existing potentially affected customers receive a product notification info. Brainlab will provide a software update with this issue solved to affected customers. Product notification letter CAPA (B)(4).